Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage to the fiber cap was observed at 182,918 joules of use. The case was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Fiber analysis: the fiber's metal and glass caps were found to be detached; the fiber broken proximal to the fiber/cap fusion zone; the metal and glass caps were not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was determined to be heat accumulation/ user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.